Manufacturer narrative:
When additional information become available, this event will be updated.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed and replaced. No adverse patient symptoms were reported.

Event description:
Boston scientific received information that during a follow up visit, an infection was noted at the device pocket site. No further information was available at this time. It is unknown whether the leads are boston scientific leads. No further patient symptoms were reported.